Event description:
Per court document rec'd, pt underwent a right shoulder surgery in 2004, and a painpump was placed in his shoulder joint following surgery for post operative pain relief. The pt now alleges, he has chondrolysis and has required add'l surgeries and will eventually require a complete shoulder joint replacement.

Manufacturer narrative:
The device was not returned for eval.